Manufacturer narrative:
(B)(4). D10: cat# 802202803 lot# 3047459 cocr head 28mm /+3.5mm. Cat# 00811400110 lot# 65299655 femoral stem . Cat# unknown liner. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three and a half years post-implantation, the patient underwent a left hip revision due to dislocation and loosening. The patient dislocated after an alleged fall at home. During the revision, the stem was found loose. Attempts have been made and no further information has been provided.